Event description:
It was reported that the subject device did not display a full 360-degree image. There were no reports of patient harm

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The most probable cause of the malfunction was due to anomaly on the echolline. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.